Manufacturer narrative:
Further information was requested but not received.

Event description:
It was noted that the right ventricular (rv) lead exhibited noise. No intervention was performed. The patient status was unknown.

Event description:
New information received notes the event was discovered via remote and follow -up in clinic. Upon device interrogation, it was noted that the rv lead exhibit noise oversensing led to pacing inhibition. No intervention was performed and the patient was in stable condition.

Event description:
New information received indicated that the right ventricular (rv) lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.